Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump shut off in the middle of the night. Customer's blood glucose was 415 mg/dl at the time of incident. Troubleshooting found that the pump display returned. Customer was advised to monitor the pump. Customer was also dvised that a new battery cap would be provided to them to rule out any possible issues and to call back if cap does not resolve the problem.